Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon, image failure of sdi1 (serial digital interface 1), was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there was the possibility that the reported phenomenon was attributed to the accidental failure of the sdi element and/or an electric component inside the subject device due to discharged electricity and/or disturbance noise.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the check of the installation of the subject oev262h at the facility, the subject device could not displayed the image from the sdi [1] in connector. Other detailed information was not provided. There was no report of patient injury associated with the event.